Manufacturer narrative:
Failure event observed during analysis. The connector portion of the lead was returned for analysis. Final analysis found full breach insulation degradation exposing the outer coil at 4.6cm from the connector pin. No further anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.